Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after it got wet from the rain. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.